Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The stent graft and the delivery system have been returned for eval. The investigation is currently underway.

Event description:
It was reported that the stent graft could not be deployed. Reportedly, the physician advanced the device to the target lesion and attempted to deploy the stent graft. Approx 1/4 of the stent graft was deployed but it would not deploy any further. The physician attempted deployment once again but the outer catheter broke. The device was exchanged for an endovascular stent graft and the procedure was completed successfully without any pt injury.